Manufacturer narrative:
(B)(4).

Event description:
Procedure: colon resection. The surgeon fired the stapler and the staples did not properly form. Another stapler was applied and worked fine. It was reported that when the second reload was applied, the tissue with malformed staples was removed. It was reported that there was no reinforcement material used. Current pt status: doing well.